Manufacturer narrative:
Device evaluation: one smiths medical cadd-legacy plus pump was returned for analysis in used condition. Visual inspection showed breakage and damage at the rear case of the ac connector. The investigation found that the pump displayed the error code "1871." The investigation determined that a faulty motor was the cause of the reported issue. The motor was replaced. Based on evidence and investigation, the complaint allegation was confirmed.

Event description:
Information was received that a smiths medical cadd legacy plus infusion pump has constant error code lec 1871. No patient adverse events reported.